Manufacturer narrative:
Code unspecified: the device was not returned. Based on information provided, it cannot be determined that the alleged patient expiration is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. The patient was assessed on (B)(6) 2021 that exhibited improved wound dimensions with more than 75% granulation. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Event description:
On 22-jul-2021, the following information was provided to kci by the patient's family member: the patient passed away, and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was left at the hospital. No additional information was provided. Records review noted the following: the hospital wound care representative noted the patient's wound was assessed on (B)(6) 2021 which exhibited a decrease in the wound's length, width, and depth. It was also noted that there was more than 75% granulation with no dull, pink/red, no or minimal granulation tissue, white, grey, yellow, or brown non-viable tissue or black eschar. On 25-may-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed.